Event description:
It was reported that when connecting the set in the serum and tightening the device, the serum did not run. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No defects were observed in the returned sample. Water passed through the sample without difficulty. A review of the instructions for use for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. After sample evaluation, the complaint was not confirmed. No actions were performed since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07946 is no longer considered reportable, please disregard any MDR reports associated with it.